Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. One persona tibial articular surface provisional right ef bottom (tasp) was returned with the complaint for review. The visual inspection of the tasp confirmed that a piece from the tasp was fractured. The fractured piece was not returned for investigation. There were some type of cosmetic damage (nicks/gouges/dents/scratches) seen on the edges and proximal and distal surface of the tasp. The lot was manufactured on august 19, 2015 and has therefore been in the field for approximately one year and two months. It is unknown how many times the device was used. This device is used for treatment. In addition, ps tasp top components and standard (non-cps) tasp bottom components have been modified dimensionally to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The reported information indicates that the failure is related to a previous investigation. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. One persona tibial articular surface provisional right ef bottom was returned. Visual inspection of the returned tasps found signs of repeated use and a fracture on the anterior side of the post. The fractured piece was not returned. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Device received but not yet evaluated.

Event description:
It is reported that the device is chipped, nicked, rounded and worn.